Manufacturer narrative:
The cause for the (B)(6) is unknown. The clinical condition of the patient is unavailable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results."

Event description:
A negative advia centaur xp hbc total result was obtained for a sample from one patient. (B)(6). The patient sample was sent to a special laboratory which also uses the advia centaur xp. The results were similar. A new sample was obtained and tested. The results were similar. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.